Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(6) alleging that her onetouch ultramini meter continued to display the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the meter issue began during (B)(6) 2014 (date/time unknown). The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied having developed symptoms; however she received treatment of 20 units of lantus insulin in ER during (B)(6) 2014 (date unknown) at 8:00 pm. The patent stated that her blood glucose was tested at ER using a hospital device and the result was "280 mg/dl". At the time of troubleshooting, the csr noted that the correct test strips were being used, the patient was using the incorrect testing technique and the subject meter was not being used for the first time. The csr noted that the patient was not drawing the blood sample correctly and the sample was being placed onto the test strip. The csr performed a walk-through test with the patient; however the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient received hcp intervention after the alleged meter issue began.